Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with non-sustained right ventricular oversensing due to undersensing of premature ventricular contractions. Programming changes were recommended but not performed. There were no patient consequences.

Manufacturer narrative:
The recall box was checked off by mistake.

Event description:
New information revealed that the patient presented remotely. The recommended programming changes were made.